Manufacturer narrative:
(B)(4). G2: foreign italy. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the straight cup inserter fractured. The procedure was completed with a competitor¿s inserter. No patient harm or impact reported. The only outcome was a delay. No additional information available for the reported event.